Event description:
It was reported that there were false pause episodes on the device due to undersensing. Technical support was contacted and reprogramming was recommended. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event.